Event description:
Pt with r communicated fracture of the distal humerus with intra-articular involvement. Pt underwent orif and 2 screws from the waymar acumed congruent elbow system had the heads snap off while tightening by hand. Twenty seven point five and 30 mm by 2.7 mm cortical screws. -co-27275, c0-2730-. Screws remained in due to complexity of fracture.